Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. Theother perclose prostyle device referenced is filed under a separate medwatch report number.

Event description:
It was reported this was an arteriotomy closure of the calcified right common femoral artery using the pre-close technique via a 6f sheath hole, prior to a transcatheter aortic valve implantation (tavi) interventional procedure. Reportedly, a cuff miss [suture retrieval issue] was noticed with the first prostyle device that was attempted. The sutures of two new prostyle devices were successfully pre-placed. The sheath was upsized to a 16f and the tavi procedure was completed. Hemostasis was not achieved with the pre-placed prostyle sutures as there was still a lot of bleeding. A vascular surgeon was called in and surgery was performed to close the artery. Reportedly, the puncture site was quite high. The patient was thin and there was quite a lot of calcification at the puncture site. Hospitalization was prolonged by two days as a result of the surgical intervention. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.